Event description:
.

Manufacturer narrative:
Eval summary: customer reported needle not locking into the safety position. Review of the device history record and related documents did not show any related mfg issues. Inspection and testing indicated that the device met with requirements prior to release. One used infusion set was returned for eval. Upon examination, no abnormalities or defects were found. Critical dimensions were found to conform to the MFR's specs. Visual examination revealed that the safety arm was in the down positon with the needle fully extended, and the tip exposed. The needle was retracted per the IFU. It clicked into place normally, giving both an audible and tactile indication of lock-up. Unable to confirm customer's complaint.